Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-aug-2024. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure, except for points outside of total allowable error (ea) limits for ionized calcium (ica) in whole blood (wb). Although no points outside ea were observed in returned cartridge testing, as per q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure, a minimum sample size of 17 is required to determine acceptance against ea criteria; returned cartridge testing passed acceptance criteria in q04.01.003 rev. An, appendix 1 for suppressed results. A deficiency has been identified for chem8+ lot h24040a and will be investigated through quality record (qr) 990766.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on an 66 year old female patient with atrial fib, & edema. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested potassium sample I-stat (B)(6) 2024 10:40 10:41 >9 mmol/l venipuncture a, I-stat (B)(6) 2024 12:20 12:37 3.7 mmol/l venipuncture b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.